Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 5mm from the balloon proximal tip. The review of the lhr (lot f1308702) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined.

Event description:
It was reported to the aci sales professional that a (B)(6) year old male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unknown). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. Ti was reported that as the physician pulled the balloon back to provided temporary hemostasis, the balloon ruptured and pulled through the sheath. The physician pushed the sheath back into the vessel and deployed a second mynxgrip vascular closure device 6f/7f successfully. Hemostasis was achieved with no further complications noted. The patient was ambulated and discharged to home the same day with no clinical sequela noted.